Event description:
Upon the implantation procedure on (B)(6) 2010, the ICD involved in this MDR report was implanted in replacement of another ICD that was not implanted that same day because a reset occurred during implant. The new ICD was tested out of the patient, connected to the leads and put in the pocket. An interrogation was performed. Telemetry errors occurred (the related error message was displayed, and acknowledged by the user). Then, a new message appeared stating that the ICD had been reset for safety reasons. Telemetry could be resumed, and all tests were performed successfully. Upon next follow-ups (performed on (B)(6) and (B)(6) 2010), the warning message about the ICD reset at implant was still displayed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.